Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The patient was sitting in a chair at the time of the shock. A review of the electrograms for the shock episode found significant rail-to-rail noise alternating with small amplitude signals. The shock impedance was 129 ohms, which is high but within normal limits. The device sensing vector was set to the alternate vector. The device was implanted this past (B)(6). The local representative is checking the system. Technical services discussed some testing options to perform. There were no additional adverse patient effects. The system remains implanted.